Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4) no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 25 may 2018 medical records received. After review of the medical records for MDR reportability, the patient was revised to address loosening of tibial component, lysis of adhesions, and pain. Loosening occurred at the tibial tray/cement interface and depuy cement was used. Date: (B)(6) 2015, dor: (B)(6) 2017 right knee.